Event description:
According to the reporter: the surgeon was moving the scope in and out to visualize space and the balloon burst. No patient injury was reported. No additional information was available at this time.